Event description:
It was reported that while trying to down load images to pacs, the 9800 system locked up. The 9800 system was rebooted and the images were lost. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.